Manufacturer narrative:
This reported blood loss was due to clotting of the circuit's which precluded rinseback of the pt's blood. The operator did not correctly follow instructions in the user's guide for resetting the arterial pressure pod. There is not evidence of a device malfunction. The user's guide also warns regarding the risk of clotting when the blood pump is stopped. Events have bene reviewed with facility staff and additional training is being provided. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The extracorporeal circuit clotted during two consecutive routine hemodialysis treatments due to elapsed time resulting in a total blood loss of 290cc. During the first treatment, the operator had difficulty resetting the access pressure pod. During the second treatment, the operator had run out of dialysate and was not able to add additional dialysate or rinseback the pt's blood before clotting occurred. The pt's standard epogen dose was increased due to a decrease in hemoglobin. Facility staff reported the pt had missed two recent epogen doses which also contributed to the decrease in hemoglobin. No other medical intervention was required.